Manufacturer narrative:
Investigation results: five physical samples were received by our quality team for evaluation. No particles were observed in the syringes. The reported incident could not be verified. A lot number for the event was not reported; however, a device history record review found no non-conformances associated with this issue during production of the batch of the provided samples. Based on the quality team's investigation, a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll s/c 50 contained foreign matter. Rcc received a complaint via email. We are finding black floaties in your bd 20ml syringe ref 303310. We have pulled all 20 ml syringes from my area. The ones that are in the myelogram tray have them as well. Do you have a form that can be filled out about this issue.